Event description:
Cap change was done on [redacted date] on the white lumen of the cvl. Around 0300 the next day on [redacted date], moisture was noted within the valguard on the lumen. Upon further inspection, it was noted that the cap was cracked. At that time a sterile cap change was performed. The original cap came from a kit.